Manufacturer narrative:
As reported, since the implant of the 3dmax mid mesh devices the patient has been in an alpha-gal flare up and is concerned there are triggers in the mesh. Alpha-gal syndrome is an allergy to products made from mammals. 3dmax mid mesh is made from polypropylene monofilaments. This product does not contain any animal and/or human tissue. As such it is unlikely that the symptoms experienced by the patient are related to the implants used to treat the patient. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2024. This MDR represents the 3dmax mid left (device #2). An additional MDR was submitted to represent the 3dmax mid right (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2024, the patient was implanted with two 3dmax mid mesh (device #1 and device #2). It was reported, post implant patient has been in an "alpha-gal flare up since the surgery and is concerned there are triggers in the mesh."